Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, noise was noted on all el ectrograms (egm), and a left ventricular (lv) lead impedance of zero ohms was noted after the lv lead threshold test. However, the noise resolved after a few minutes. After implant, five events with aborted shocks showed noise. During an additional check post-implant, noise and another lv lead impedance of zero ohms was again noted with lv threshold testing. The same noise was noted with arm movement. The phenomenon did not resolve as it did during the implant procedure, so the crt-d was removed. All leads were checked with the analyzer, and no issues were noted. However, the crt-d egm still continuously showed the same noise. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.